Event description:
The customer reported to olympus, a b30 scope communication error was received with the evis exera iii xenon light source. Troubleshooting was performed and the issue was resolved. The customer also reported that after switching to a third scope, the error did not return. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was confirmed that b30 error showed the scope communication error. It was the message in the case (registry error generation) in which the hard deployment of the scope ID data failed, and that it was mainly generated by contaminants and moisture attachment of the electric junction. The customer performed troubleshooting based on instructions for use (IFU, see cv-190 service manuals, page 4-41). Contaminants such as surfactant residue, hard water residue, hand stain, dust, and lint were observed to have adhered to the electrical contacts of the scope. The customer wiped the electrical contacts of the scope using a clean, lint-free cloth moistened with 70% ethyl or 70% isopropyl alcohol and was allowed to dry completely. After drying, the scope was connected to the light source device and the phenomenon was resolved with no abnormalities observed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.